Event description:
Pt reports to eye clinic on 05/03/06. Reports that for 2 1/2 weeks left eye has been bothering her. Reports just coming to state and has been in another state until recently. Reports using renu moistureloc solution, as well as sleeping in her contact lenses for a month straight. Examination revealed a fungal keratitis.